Event description:
It was reported that recurrent ischemia had occurred. The procedure was for a triple CABG because of restenosis on the target lesion and other coronary arteries realized in 2005, (85 days after inclusion 02/2005). Surgical intervention was required in order to prevent impairment/damage. The procedure was reported to be successful. No add'l info was avaiable.